Manufacturer narrative:
Exemption number: e2015015. After the evaluation, the event was considered as osseointegration failure.

Event description:
The clinician reported that 8.5 months after the dental implant was placed in ada site 12, the implant had not achieved osseointegration in type iii bone. Clinician reports peri-implantitis, bone loss, mobility, bleeding and inflammation. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that 8.5 months after the dental implant was placed in ada site 12, the implant had not achieved osseointegration in type iii bone. Clinician reports peri-implantitis, bone loss, mobility, bleeding and inflammation. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.